Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that that patient underwent an ipg replacement procedure per physicians preference for an unknown reason. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the reason for revision was that the patient was uncomfortable with the location of the ipg and wanted to have it relocated.

Event description:
A report was received that that patient underwent an ipg replacement procedure per physicians preference for an unknown reason. No device malfunction suspected. The patient was doing well postoperatively.